Manufacturer narrative:
Investigation is pending.

Event description:
Caller reported false positive ck-mb and troponin (tni) when testing with triage cardiac versus another format. A (B)(6) female was seen at ed with chief complaint of chest pain. Initial blood (purple top edta) was done on (B)(6) 2009 on triage cardiac lot w45226b at 340 pm. Results were: ck-mb 19.3 ng/ml, tni 0.47 ng/ml; myo values were not provided. Second blood draw (green top) performed in lab on (B)(6) 2009 at 5:58 pm on bci dxc 800 total ck 112ng/ml (38-234ng/ml) on axsym ck-mb 1.3 ng/ml (0-50ng/ml) and tni <0.05 ng/ml (>0.4ng/ml). Patient was discharged on (B)(6) 2009. Final diagnosis was not provided.